Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately.

Manufacturer narrative:
Investigation: per the customer, the units were collected and processed per their sops. After collection and processing, the unit was labelled and placed into inventory. The customer did not spin the unit to determine if they got a clear separation of cells. The medical director decide to discard the unit based on visual inspection. Per the customer, subsequent donations on the trima were uneventful. The run data file (rdf) was analyzed for this event. The analysis of the run data file did not find a conclusive cause for the reported hemolysis in the segments of the rbc unit. No unusual process variable was identified and the signals in the run data file indicate that the trima accel system operated as intended. Based on the available information, it cannot be ruled out that a process error may have contributed to the reported hemolysis. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that the segments of a red blood cell (rbc) product had a red tinge and they were questioning if the unit was hemolyzed. The red tinge was discovered post-collection during final inspection, prior to issue. Per the customer, the unit was discarded. There was not a transfusion recipient or patient involved at the time of the component processing, therefore no patient information is reasonably known at the time of the event. The disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the disposable set was unavailable for return and analysis. The device history record (DHR) was reviewed for this lot. There were no issues noted in the DHR that would have contributed to the hemolysis as experienced by the customer. Root cause: a definitive root cause of the alleged hemolysis could not be determined based on the available information. It is possible that the hemolysis experienced by the customer could have been relating to product handling, process errors, or product storage.